Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Curved shape memory was observed along most of the catheter length. A partially circumferential split was observed in the catheter shaft at the distal end of the molded joint. Microscopic inspection of the split revealed a coarsely granular fracture surface. Kink impressions were observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness, discoloration and necking in the vicinity of the split. The fracture features and tensile weakness were consistent with damage caused by tensile (pulling) stress. The kink impressions suggested that kinking may also have contributed. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter is broken. No more information at this time.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter is broken. No more information at this time. The catheter will be sent in.